Event description:
There was an allegation of questionable results for one patient tested with the coaguchek xs meter. The meter result was 3.7 inr. The meter result after five minutes was 2.0 inr. The therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Manufacturer narrative:
The reporter's meter were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.7 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. One of the results alleged by the customer was observed in the meter¿s patient result memory. However, 2.0 inr was observed on a different day and time. The result of 3.7 inr mentioned by the customer was not observed in the meter¿s patient result memory, although a similar result of 3.5 inr was observed in the meter memory.